Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that several of her olympus connecting tubes were broken and could not make the proper connections during reprocessing. According to the initial reporter, the olympus endoscope reprocessor was used during these events. The customer did confirm that this event occurred in the ¿last two weeks¿ when attempting to hook up the connectors for reprocessing. However, beyond that, no further information was provided. This is event 3 of 5. For the remaining events, please see reports with patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned as the customer confirmed that the connector was discarded. Based on the results of the investigation, it¿s likely the connecting tube could not be connected due to breakage of the lock lever by external stress. It's probable the external stress was due to a force that was applied in incorrect direction. The final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿ preparation and inspection warning over time, the connecting tube will deteriorate because it is subject to wear with each use. If any of the following are found with the connecting tube, do not use it and replace it with a new one. Connecting a defective tube could prevent the effectiveness of the reprocessing process. Before using this product, always check the following on the connecting tubes. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.